Event description:
During suturing, the device did not deliver the clip properly. The ends of the clip crossed and it folded over creating a potential danger of occluding the vessel. This occurred on 2 occasions; during a laparoscopic procedure and during an endoscopic procedure.